Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection showed cracks and dents on the insulation. The unit was tested with an insulation scan test and the unit failed. Probable root causes could be - user misuse, user excessive force, improper cleaning and sterilization and/or, normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.